Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this aortic transcatheter bioprosthetic valve, paravalvular leak (pvl) was noted. Subsequently, a second aortic transcatheter bioprosthetic valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information reported that the severity of the pvl following the implant of the first valve was moderate. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.